Event description:
It was reported that during a ptca/stent procedure in the lad, resistance was encountered between the stent and the stent delivery system (sds) post deployment. The system was reported to be stretched in order to withdraw the sds and the stent moved from the initial position. A second stent was deployed to cover the lesion. The target vessel was reported as being moderately tortuous and have an interior takeoff. The lesion was reported to be eccentric, heavily calcified, and 100% stenosed prior to intervention. The post-intervention stenosis was reported to be 40%.